Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the laser probe would only fit half way through the trocar cannula during a retinal detachment repair procedure. The surgeon could not laser close to the retina so the laser probe was replaced to complete the procedure. There was no patient harm.

Manufacturer narrative:
The 25 gauge illuminated flex curved laser probe was received and a visual assessment of the returned sample revealed some adhesive on the cannula. The 25 gauge illuminated flex curved laser probe was inserted into a 25 gauge trocar and there was some resistance felt, confirming the reported event. Additionally, the sample¿s outer cannula diameter was measured. With an outer diameter min/max values of 0.0200 to 0.0205 inches, the sample¿s outer diameter (od) was measured to be 0.02025 to 0.02055, not meeting specifications. The 25 gauge illuminated flex curved laser probe (lot number l/n 17026462x) was manufactured on july 20, 2017. There were 1,164 paks associated with this lot number. The root cause of the reported event can be attributed to excess adhesive residue on the laser probe tip during manufacturing. The manufacturer internal reference number is: (B)(4).